Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a cabel fastener, which was replaced as an associated part. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a cable fastener. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.